Manufacturer narrative:
Block b3: exact date unknown, event occurred five years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14060324/14060324/14215997/14215997.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All explanted devices were not returned.